Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip difficult to release from the catheter. Block h10: a visual examination of the returned complaint device noted that the clip assembly was not returned with the device. It was observed that the control wire was severely kinked at the proximal section. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter. Reportedly, a wire popped and coiled upward in the handle. The handle was wiggled and the clip was released from the catheter, but then the clip broke into two pieces and fell off the tissue. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter. Reportedly, a wire popped and coiled upward in the handle. The handle was wiggled and the clip was released from the catheter, but then the clip broke into two pieces and fell off the tissue. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.